Event description:
Blood was noted in the tubing. Wave form looked good, timing was off. The iab was clamped off, and removed. No patient injury or further complications occurred. The patient is reported to be fine. No further details were provided.